Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the temperature value was showing as "ll" even with the pump off. Another electrode was used and the temperature showed normally. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned; however, a video was provided by the customer for analysis. The video showed the cool tip plugged into the generator and the temperature display indicating ll. A person in the video wiggled the connector plugged into the generator. The temperature display did not change. Other confirmed reports of this nature found the solder joint at the tip of the thermocouple/hypotube junction was broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the temperature value was showing as "ll" even with the pump off. Another electrode was used and the temperature showed normally. There was no patient injury.